Event description:
It was reported that, during a robotic laparoscopic inferior rectal resection with anastomotic recurrence during the stapler resection phase, the bipolar fenestrated grasper (bfg) broke. The internal wire snapped. It was replaced with a new bfg. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of one bipolar fenestrated grasper. Visual inspection of the bipolar fenestrated grasper noted there was no corrosion on the electrical contacts. There was no damage noted to the jaws of the bipolar fenestrated grasper. There was no damage noted on the drive cables but part of the white plastic pulley was damaged. The drive cable was displaced on the side with the damage, which is referred to as puck damage. The energy cable was displaced. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was conducted and all tests were passed, with no abnormalities noted. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The most likely cause was traced to a design issue. The puck pocket damage is most likely caused by excessive tension in the tungsten cable, inadequate material selection of the plastic, or improper channel and/or puck dimensions or tolerance fit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic inferior rectal resection with anastomotic recurrence during the stapler resection phase, the bipolar fenestrated grasper (bfg) broke. The internal wire snapped. It was replaced with a new bfg. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.